Event description:
It was reported that during a subacromial decompression procedure using an ambient super turbovac 90 ifs wand, the wand displayed an error code upon plug in. The surgeon opted to change the procedure to open and use alternate methods to complete the procedure. There were no significant delays or pt complications reported as a result of this event.